Manufacturer narrative:
(B)(4). Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer¿s current had blood glucose of 264 mg/dl. Customer experienced symptoms such as nausea and vomiting. The customer treated with the old insulin pump and pen. Customer declined to troubleshooting for high blood glucose level the insulin pump will be returned for analysis.